Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). In a follow up call with the facility, the biomedical technician from the facility stated the pump was tested and the pump alarmed several times (air in line). He indicated the line had several very small bubbles. He confirmed there was no pt injury or intervention needed. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.

Event description:
Sales rep did not have the exact date this occurred. She was informed today of the incident. Pump giving several air inprime button was pushed approx 20 times -- pump finished infusing five hours early. Pump was pulled form service - logs downloaded and tested. Pump has been sequestered. Additional information obtained from the facility: the 500 ml bag started (B)(6), 2012 at 8:25 p.m. (Pump stated 9:25 pm because the clock on the pump is still on day light saving time). Rate set at 20.80 ml/hr. This medication was intended to last 24 hrs. At 3:00 p.m. Bag was observed and it was almost empty. Rate changed to 10ml/hr. At 4:35 p.m. Started new bag. Medication finished about 4 hours earlier. The data suggested that it had a lot of air in line alarms. When tested in our shop at the same setting, we experienced a lot of air in line alarms, though no visible or significant air was found in the tubing. The pump recorded purging 23 times.